Event description:
It was reported that a patient underwent a cardiac ablation procedure that included thermocool® smart touch¿ bi-directional navigation catheter. The patient experienced cardiac tamponade. Tamponade happened during cti ablation with thermocool® smart touch¿ bi-directional navigation catheter. Ablation on the left atrium performed before. Additional information was received. Physician's opinion on the cause of this adverse event was bwi product malfunction, procedure and patient condition. Intervention provided was removal of the pericardial fluid and blood transfusion. Outcome of the adverse event was fully recovered. Transseptal puncture was performed, brk xs series, st. Jude medical, ref (B)(4), lot 9000026. Ablation was performed prior to noting cardiac tamponade. No evidence of steam pop. Event occurred after the transseptal phase, left atrium was ablated, then the catheter was pulled back to the right and sheath was removed from the septum, during the ablation in the right atrium, the tamponade occurred. Which is in opinion of the physician was because of the bleeding due to transseptal puncture which occurred after the sheath was removed. Irrigated catheter flow settings: high flow (0-30 w) 17 ml/min, high flow (30+ w) 30 ml/min, low flow 2 ml/min. Correct catheter settings were selected on the generator. Pump switched from ¿low¿ to ¿high¿ flow during ablation. No errors on biosense webster products. Force visualization features used: graph, vector, visitag. No additional filter was used with the visitag. Color options: fti.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31051090m and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).